Manufacturer narrative:
Initial reporter address: home haemodialysis training level 3 beaumont road. The lot was manufactured (B)(6), 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were identified while using a small volume intermate. This was noted five minutes into patient infusion. When the air bubbles were noted, the operator disconnected the device. The device was filled with 2000mg of ceftriaxone in 50ml of 0.9% sodium chloride. The peripherally inserted central catheter (PICC) line was flushed prior to patient administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.